Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that the pump kept wanting to flip. Per the patient it never fully flipped and the physician went back in to re-anchor it and it still was not right and it was still wanting to flip. The patient went back to the physician and was told that he couldn¿t do any more for her and she would have to live with it. At this point the pump has not flipped all the way over but was trying to push through the skin. The patient went to another physician who had to do emergency surgery and fixed the issue by moving the pump to the left side because the right side was much too damaged and irritated due to how the implanting physician who didn¿t put in the pump correctly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was receiving baclofen [2000 mc g/ml] at a dose of 350 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2016 that the pump was tilting on its side and the tip was poking at the skin, with the skin intact. They were not aware of any factors that may have led or contributed to the issue or of any diagnostics/troubleshooting performed. A pump pocket site revision was done as an intervention taken to resolve the issue of the tilting of the pump with the tip poking. It was indicated that the patient status was ¿alive ¿ no injury¿ and that it was unknown if the issue was resolved at the time of the report. The patient¿s medical history included cerebral palsy, quadriplegia, methylenetetrahydrofolate reductase (mthfr) mutation, prothrombin mutation, and allergy to morphine. The patient¿s concomitant medications included flexiril pm and naproxen pm. Additional information was received on (B)(6) 2016. It was reported that the cause of tilting was the positioning of the pump. No symptoms were reported and there was no further information on the patient¿s current status.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.